Event description:
It was reported that guidewire coating issue was encountered. The patient underwent endovascular procedure for lower extremity arteriosclerotic occlusive disease. A 035/260/1 (bx/1) amplatz super stiff guidewire was used to guide the balloon dilation catheter to cross the lesion segment of the blood vessel. However, during introduction, the guidewire surface was found to be rough and the catheter could not track over wire successfully. The device was replaced with a new guidewire and the procedure was completed. No patient complications were reported.